Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an episode with possible t-wave oversensing (twos) from the right ventricular (rv) lead post premature ventricular contractions (pvc). It was also noted that there was intermittent loss of capture from the left ventricular (lv) lead which was decreasing the effective pacing percentages. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.